Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during use, cutting could not be done due to misalignment. Opened another, but it suddenly would not activate during use. Opened third one to complete procedure.